Event description:
It was reported that the user experienced episodes of hypoglycemia and hyperglycemia while using the ilet system with a dexcom g6 cgm, including a low glucose reading of 39 mg/dl for approximately 50 minutes and a separate high glucose reading of 350 mg/dl, in the context of not announcing meals and overtreating hypoglycemia. Investigation of this case revealed user management issues related to missed meal announcements and overtreatment of hypoglycemia. Further investigation included review of use patterns, device education, and guided troubleshooting, symptoms included low and high blood glucose. Outcomes included transient impact to daily activities without lasting impairment. It was concluded that the event was attributable to use-related factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.